Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: just making y'all aware in case anyone else has any issues! I inserted an IV on a patient tonight and after the tubing filled with blood, a steady stream of blood started to come out of the port where I drew an arrow coming out of. I held my finger on it at first to stop it, then drew labs and flushed it without any further issues. I told (B)(6) about it since she was here and she said to make y'all aware as well. Blood leaking out of the dead port.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo. Analysis of the sample showed the bd device, but it is not possible to make a correct evaluation with the provided photo. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.